Manufacturer narrative:
D9. Date returned to mfg: 04-sep-2024. H6. Investigation codes: updated. Investigation summary: the customer reported issue was machine is pumping and working fine but giving unreliable readings. The customer reported issue was not able to be confirmed through co2 simulator test. No actions were taken to address the reported issue because the monitor is operating within factory specifications. Device passed all functional and delivery tests performed after repair activities were completed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was giving unreliable readings. There was no patient involvement, and no patient harm reported.